Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component shows display is upside down during start up and error message - "efi shell version 2.10. Cannot find required map name". Exact root cause not established. It is most likely that the epc is causing the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Other at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 unit experienced abnormal and inverted display shown on monitor. Seems windows crashed. At this time, there is no information regarding patient involvement associated with the reported event.